Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2006, 694965, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient was in the shower at the gym, started feeling dizzy, and received a shock. The patient received inappropriate therapy due to noise consistent with electromagnetic interference on the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.